Event description:
It was reported that customer called to report that the system is not producing stimulus signal. This was during surgery. There was no patient impact. On follow-up it was reported that the nerve was touched with the stimulating probe. Physician could visualize the muscle twitch, but no tone or wave form was seen on the nim vital. Stimulus set to 1.0 and threshold set to 150. Stim return showed 1.0. Continued with case and did not rely on the monitor. Discovered mid-case. Completed without the nerve monitor. No waveform displayed on the monitor when attempting to stimulate the nerve. Thyroidectomy was the procedure performed.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.